Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) due to aliquot lane 3 failing to load. The customer tried rebooting the instrument, but the issue was not resolved. The customer accepted a remote connection. Unloading of the aliquot plates and cleaning of lanes was tried. Unloading of the aliquot plates from the elevator failed. Ccc instructed the customer to observe unloading of aliquot plates and inspect the aliquot elevator for jams while unloading was being performed. The ccc remotely clicked unload aliquot plates in elevator, and the elevator moved down two positions. The customer was not instructed to put hands into the aliquot elevator while ccc moved the elevator. The customer then indicated that their hand was stuck in the aliquot elevator. The elevator was powered off so the customer could remove their hand. The jammed plate was removed. An aliquot plate was then loaded into lane three and that passed. All modules were placed in home position and the instrument was reset. The cause of the customer's hand getting pinched was a human factors issue. There were no patient delays. The area where this injury occurred was identified with a "potential pinch hazard", label that was applied at the manufacturing facility. The reagent management system, was identified clearly with labeling and written warnings in the siemens operators guide. In addition, all the modules that were accessed have been deburred and all sharp edges removed in accordance with the drawing and or specifications. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer pinched their hand while troubleshooting the load failure of aliquot lane 3 on the dimension vista 1500 instrument. The customer confirmed they were fine, but later went to the emergency room, where they received ice for swelling and abrasions. The customer confirmed their hand is okay. The customer wore personal protective equipment and there was no exposure to chemical or bio-hazardous material.there are no reports of patient intervention or adverse health consequences reported.